Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a prolapse repair on (B)(6) 2014. According to the complainant, during the procedure, the suture broke inside the patient. No information is available if the needle was retrieved. However, the complainant indicated that there were no complications or impact to the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Problem of suture detached. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.